Event description:
It was reported that during the implant procedure this lead exhibited noise and pacing impedance fluctuated. Moreover, the noise was observed when the lead was manipulate outside the pocket. In addition, the physician intentionally punctured the lead insulation to maintain venouse access. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the noisy signals and high pacing impedance allegations based on normal lead resistance measurements, a pssing hipot test and inspection that showed no conduction issues. Moreover, insulation damage was confirmed based on the cut noted in the lead insulation from the terminal pin through to the open lumen.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the implant procedure this lead exhibited noise and pacing impedance fluctuated. Moreover, the noise was observed when the lead was manipulate outside the pocket. In addition, the physician intentionally punctured the lead insulation to maintain venouse access. The lead was never in service. No adverse patient effects were reported.